Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: birth control pills. Concurrent conditions included body mass index normal, nausea, vomiting, uterine bleeding, dorsalgia, paratubal cyst and uterine fibroid. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth.") And back pain ("back pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine leiomyoma"). On an unknown date, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine descent to grade I") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and back pain had resolved and the menorrhagia, uterine leiomyoma, uterine prolapse, dysmenorrhoea, weight increased and dysgeusia outcome was unknown. The reporter considered back pain, dysgeusia, dysmenorrhoea, menorrhagia, pelvic pain, uterine leiomyoma, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, vaginal haemorrhage, uterine leiomyoma, pelvic pain. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs & mr received. Case was medically confirmed. Case become incident. Injury nos replaced with new events. New reporters was added. Patient's demographics was added. Date of insertion was added. Added event abnormal bleeding (vaginal, menorrhagia), uterine leiomyoma, uterine descent to grade I, dysmenorrhea (cramping), pelvic pain, back pain, weight gain, metallic taste in mouth. Added event onset date. Historical drug, concomitant condition, lab data were added. Updated outcome of pelvic pain, back pain, vaginal bleeding from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.